Event description:
The hosp reported that during the coronary artery bypass procedure, after the seal was deployed and as the delivery tube was being pulled back, the safety tab was stuck to the deployment tube and caused the seal to unravel. A side biter clamp was used to complete the procedure.